Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion set tape not sticking event on 05 mar 2026. The patient reported infusion set dropped from the abdomen. The infusion set was in use for two days.